Event description:
It was reported that the customer experienced a blood glucose (bg) level of 509 mg/dl. The cause of elevated bg was unknown. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer experienced vomiting and diarrhea and went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.